Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface pcb (gib) systems interface pcb. Video controller pcb and single board computer (sbc) assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.